Manufacturer narrative:
Concomitant medical products- model: 4968-35, epicardial lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients two epicardial leads experienced lead fractures. The leads were extracted/partially extracted and replaced no patient complications have been reported as a result of this event.